Event description:
It was reported that a merlin.net transmission was sent to the clinic noting the device was in back-up vvi mode. The patient presented to the clinic for a device check. Interrogation revealed normal operation. The patient did not feel a vibratory alert. Suspected false eri trip was noted. The patient condition was good following the event.